Event description:
Reporter had a total knee replacement in 1998. Reporter began having severe swelling in the knee, accompanied by pain, and a sense of instability. Arthroscopy revealed a failed prosthesis, with degraded and broken "plastic" components, which will require that reporter undergo a new replacement immediately. Total knee prosthesis in other knee.